Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, patient: 1, inratio: 6.6, lab: 4.7. Ng, 2, 2.3, 1.6. Ng, 3, 3.3, 2.7.

Manufacturer narrative:
Investigation pending.